Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a specificity issue in association with chromid[tm] (B)(6) (reference (B)(4), batch number 1003984790, expiration date 21-jul-2015). According to the package insert, the presence of at least one typical green colony gives the sample a positive mrsa status. The nutrient capacity of the medium can be tested using the following strains: staphylococcus aureus atcc 43300 (growth within 24 hours of incubation at 33-37àis expected with typical green colonies). Staphylococcus aureus atcc 29213. The customer observed the colonies were smaller and the color was not as intensely green as usual when performing quality control (qc) on chromid (B)(6) agar using the atcc (B)(6) strain 43300. The customer also reported thirteen (13) green typical colonies were identified as (B)(6) associated with a patient sample: each colony that grows (B)(6) typical on agar is checked in the lab to confirm if it is a (B)(6) using a (B)(6) screening test (rapid test), vitek 2 ast-card and the cefoxitin disc diffusion. The customer did not report the false results to the physician; results were delayed 24 hours to confirm initial results. No patient harm has been reported by the customer as a consequence of this delay. According to the package insert, "after 18-24 hours of incubation, for nose specimens, a green color is characteristic of mrsa. For the other types of specimens the typical colonies must be identified using biochemical or immunological tests (s. Aureus). If identification of s. Aureus is confirmed, check the resistance of the strain to methicillin." The customer followed the product labeling and took into consideration other test results. The instructions for use are adequate and correctly inform the customer of actions that need to be taken to confirm test results. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to the patient's state of health. Biom&#594;ieux will request strain submittals from the customer for internal investigation.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The investigation tested the isolate strain submitted by the customer against retained samples of the customer lot of chromid tm (B)(6) agar. The customer result could not be duplicated; the chromid tm (B)(6) agar remained negative (no growth or non-specific growth) after 24 and 48 hours of incubation. Root cause of the behavior observed by the customer cannot be determined. As described in the method limitation contained in the package insert, certain mec a negative strains occasionally produced characteristic green colonies on chromid tm (B)(6) agar. The chromid tm (B)(6) agar is very sensitive to temperature and exposure to light, any deviation from storage requirements prior to use at the customer facility could result in the issue observed by the customer.